Event description:
On (B)(6) 2013, during a distal radius fracture surgery, the circulating nurse and scrub technician working at the back table in the non sterile field made two attempts to roll the norian mix into the delivery needle. The mix gave the appearance of immediately hardening. An additional 15 minutes was added to the surgery. The surgeon chose a different type of bone graft to complete surgery, and the surgery continued with no additional issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.